Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. Customer states that took the meter to the dr. Office and run a blood test using the dr. Office's meter,and obtained result of 97mg/dl then run a blood test using the true metrix air and obtained 140mg/dl additional,customer did want ask to the doctor,whether is using insulin in high amount. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer store product in the kitchen. The test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is approximately one week. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. Customer states that took the meter to the dr. Office and run a blood test using the dr. Office's meter, and obtained result of 97mg/dl then run a blood test using the true metrix air and obtained 140mg/dl additional,customer did want ask to the doctor, whether is using insulin in high amount. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer store product in the kitchen. The test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is approximately one week. The meter memory was reviewed for previous test result history: the 131mg/dl (B)(6) 2016 08:49 am fasting: yes, the 240mg/dl (B)(6) 2016 04:30 am fasting: yes, the 348mg/dl (B)(6) 2016 06:00 am fasting: no, the 230mg/dl (B)(6) 2016 09:00 am fasting: no, the 231mg/dl (B)(6) 2016 07:00 am fasting: yes.